Event description:
The patient received two peripheral leads with the same lot number. The patient reported pain and a bump at the lead site near the ear. Stimulation has not been used since the occurrence. Follow-up revealed one lead is eroding through the skin on the right side of the patient's neck. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.